Event description:
It was reported that bd arterial cannula 20g/45mm catheter broke / separated after placement the following information was provided by the initial reporter; "on friday 10/13/2023, with problem-free removal of an art. Cannula in the area of the left art. Radialis the catheter part tore off and remained in the art. Radialis. The artery has been in place for only 24 hours and was placed without any problems. This part could be sighted in the vessel by ultrasound and had to be surgically recovered by vascular surgery. This meant a new intervention for the patient. A few weeks ago we had an almost identical event. The art. Cannula ruptured at the same location and also had to be surgically removed with an additional procedure. I am sending them an art. Tubing, as well as the broken off catheter with salvaged plastic part. Furthermore, pictures of a normal cannula compared to the broken one."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Correction supplemental for change in e code.

Event description:
"On friday 10/13/2023, with problem-free removal of an art. Cannula in the area of the left art. Radialis the catheter part tore off and remained in the art. Radialis. The artery has been in place for only 24 hours and was placed without any problems. This part could be sighted in the vessel by ultrasound and had to be surgically recovered by vascular surgery. This meant a new intervention for the patient. A few weeks ago we had an almost identical event. The art. Cannula ruptured at the same location and also had to be surgically removed with an additional procedure. I am sending them an art. Tubing, as well as the broken off catheter with salvaged plastic part. Furthermore, pictures of a normal cannula compared to the broken one."

Event description:
"On friday (B)(6) 2023, with problem-free removal of an art. Cannula in the area of the left art. Radialis the catheter part tore off and remained in the art. Radialis. The artery has been in place for only 24 hours and was placed without any problems. This part could be sighted in the vessel by ultrasound and had to be surgically recovered by vascular surgery. This meant a new intervention for the patient. A few weeks ago we had an almost identical event. The art. Cannula ruptured at the same location and also had to be surgically removed with an additional procedure. I am sending them an art. Tubing, as well as the broken off catheter with salvaged plastic part. Furthermore, pictures of a normal cannula compared to the broken one."

Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection as per (B)(4), no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo was received. No sample was received. If there was a sample received, the broken catheter can be investigated to determine its cause, the complaint will be re-open when there is a sample received. The complaint trend will be monitored.